Event description:
Revision hip surgery performed in 2008 due to a broken stem/neck pin. It was reported that the surgery went well.

Manufacturer narrative:
Other implants: neck, short +47.5, cat# 220310, lot# 304, mfg 07/16/2002, exp date 07/31/2007. Note: implants not returned for evaluation.